Manufacturer narrative:
Other applicable components are: product ID :3889-28, lot# va0xe9y, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had intermittent therapy results, they were implanted off label, and the impedance lead issue was due to developmental growth. The lead was replaced (B)(6) 2016 and since then the patient had been receiving good therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative requesting troubleshooting for an impedance issue. Impedance measurements were taken. Impedance (greater than) >4,000. The patient does not experience symptoms when ins (stimulator) was off. Patient reported return of symptoms after turning ins off. Caller wanted to discuss impedances and noted a scenario that doctor/clinician discussed with representative. Patient had all combinations >4,000. Patient was told to turn off ins until a lead revision could be planned. Caller noted patient had symptoms returns after about 2 days. Could not troubleshoot due to lack of access to product. Symptoms reported were urinary. Event date was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.